Event description:
A surgeon reported that an intraocular lens (iol) had rotated approximately 30 degrees following iol implant surgery and the pt was upset. In a follow up, the surgeon reported he did not feel the iol had caused or contributed to the event, rather the pt had "pushed eye after surgery". The iol was exchanged for the same model, different diopter lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 08/29/2011 by fax and mail. A completed questionnaire was received on 09/09/2011. (B)(4).